Event description:
This female hemodialysis (hd) patient experienced a dialyzer reaction. The patient was utilizing the optiflux f160nre hf 12/cs 1.5sa ebeam dialyzer. Patient attended 1st scheduled in-center dialysis treatment. Pre vital signs bp-110/70, pulse-68, resp-18, temp-97.2. At approx. 1240 dialysis treatment started with use of optiflux f160nre dialyzer as prescribed. At approx. 1242 patient complained of nausea, upset stomach, and tightness on lips, oxygen, zofran 4 mg ivp administered. At approx. 1310 blood pressure-92/54, pulse-76. Normal saline administered, physician notified, treatment terminated at approx. 1320 and 911 activated. Patient transported by ems to hospital, awake and alert.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a possible causal relationship between the fresenius optiflux f160nre dialyzer and the patient¿s reaction (characterized by nausea, upset stomach, and tightness of the lips) with the administration of oxygen, zofran, ns, and transport to the hospital as the reaction began a few minutes into the patient¿s first in-center hd treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an optiflux f160nre dialyzer product deficiency or malfunction, but rather a possible bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux f160nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved manufacturing temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
This female hemodialysis (hd) patient experienced a dialyzer reaction. The patient was utilizing the optiflux f160nre hf 12/cs 1.5sa ebeam dialyzer. Patient attended 1st scheduled in-center dialysis treatment. Pre vital signs bp-110/70, pulse-68, resp-18, temp-97.2. At approx. 1240 dialysis treatment started with use of optiflux f160nre dialyzer as prescribed. At approx. 1242 patient complained of nausea, upset stomach, and tightness on lips, oxygen, zofran 4 mg ivp administered. At approx. 1310 blood pressure-92/54, pulse-76. Normal saline administered, physician notified, treatment terminated at approx. 1320 and 911 activated. Patient transported by ems to hospital, awake and alert.